Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 7 xb. Nurse manager reported that the little plastic piece ( cone dissection tip) that comes with the vh-3200 had debris inside of it and could not be used for a case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood nor plastic piece nor any debris were observed. No evident visual defects. An image quality inspection was performed with an endoscopic video imaging system using the reported dissection tip on the reference endoscope. Blurry spots were evident. Shavings were observed inside the dissection tip resulting in impaired and blurry image. Based on the results of the evaluation, the reported failure mode "foreign material present in device" was not confirmed. The analyzed failure mode "poor quality image" was confirmed. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications and requirements.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 7 xb. Nurse manager reported that the little plastic piece (cone dissection tip) that comes with the vh-3200 had debris inside of it and could not be used for a case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.